Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.